Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. There were no rewind anomalies or pump error 43 alarms noted during testing. Device received with corroded motor home switch. Moisture damage was found in the electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor alarm. Customer stated that they were able to clear alarm. Customer stated that they were not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.